Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by abdominal discomfort. On the same day, the pt was hospitalized for the event. The cause of peritonitis was unknown. On an unknown date, the pt began treatment with cefepime (2 grams, one time) ip for peritonitis. After some time, the treatment has been stopped. On an unknown date, the pt restarted the treatment with cefepime (1 gram and frequency not reported) ip for peritonitis. On an unreported date, the pt was retrained in aseptic technique. Three days after the onset of peritonitis, the pt was discharged from the hospital. On an unknown date the following month, treatment with cefepime was stopped. At the time of this report, the pt was recovering from the peritonitis event and pd therapy was ongoing. Additional information was requested but was not available. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted. Same pt as (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13f05068, h13h20055, h13i06037, h13j04064, h13i27025 and h13l02031 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.